Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Act. (B)(4)

Event description:
Customer reported via phone call that the insulin pump had a black circle on the screen along with a button error. Customer's blood glucose level was 179 mg/dl. Troubleshooting for the button error and black circle on the screen was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No unexpected black circle noted during testing. The pump also had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.